Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly to interface board. Insulin pump was unable to perform the displacement test due to blank display. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump display was blank. Customer's blood glucose was 130 mg/dl. He reportedly changed the battery twice and the insulin pump still would not turn on. The insulin pump had never been bumped, dropped, or exposed to moisture. During troubleshooting, no relevant corrosion or damage was found. Following advice to clean the battery cap and insert a new battery, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.